Manufacturer narrative:
The ge service rep started trouble shooting the vertical problem. He found that the fast stop cable assembly connector p7 had one pin not seated all the way into the p7 connector. When he would insert the pin all the way the vertical column would move and when I would move it 1/8 inch out of the p7 connector the vertical column would not move. He ordered a new fast stop cable assembly. He went through the work station and checked all the cable connection, power supplies, isolation transformer, and reseated all the p.c.b.'s. The rep installed fast stop cable, performed a beam alignment, collimator calibration and camera alignment. Checked all of the system function and everything is operating as intended.

Event description:
The customer reported the vertical column intermittently will not work. No patient injury was reported.